Event description:
It was reported that an ilet device with serial number (B)(6) had a cracked screen that prevented the user from unlocking the device, and a replacement ilet and charger were arranged for overnight shipment while the user continued using a dexcom g6. Symptoms included no adverse clinical effects, with blood glucose reported as stable. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the device performance based on user report and coordination for return of the affected unit, with instructions provided to sync data, shut down the device, and return it using a supplied label and inspection of the returned device. Investigation of this device revealed a hardware screen damage issue affecting the display/touch interface that impaired device operability, consistent with physical damage to the device¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-handling or accidental damage leading to screen breakage rather than a systemic device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.